Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead which occurred when the patient shifted position. The lead output was decreased and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.